Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the patient as an accessory device in the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that during the index procedure, (post insertion of a non-mdt aortic stent graft) it was decided to insert six endoanchors as prophylaxis to secure the non-medtronic stent graft . It was noted that during the insertion of the second endoanchor, the physician did not follow critical instruction. When the endoanchor was at stage one of deployment, it was decided the position of the endoanchor needed to be adjusted. It was reported that instead of pressing the back button on the applier to retrieve the endoanchor the physician pressed the forward button which resumed full deployment of the endoanchor. At the same time, it was reported the physician also pulled down on the device which caused the back end of the endoanchor to break off and travel upwards to the patients¿ coeliac axis. The endoanchor fragment was located under x-ray but retrieval of the fragment was unsuccessful. It was decided to leave the fragment where it had lodged- in the posterior of the thoracic aorta. The remaining four endoanchors were successfully inserted and the treatment was completed. Per the physician the cause of the event is due to user error. No additional clinical sequelae were reported and the patient is will be monitored.

Manufacturer narrative:
Film evaluation summary the exact cause of the endoanchor fracture could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient had a 53mm maximum diameter infrarenal aaa. The proximal neck diameter just below the renal arteries measured ~30mm, the neck was severely angulated ~70 deg lt-rt x 50 deg a-p, and contained mild thrombus and calcification. Angiograms from implant revealed that two endoanchors had been implanted into the proximal margin of the cook bifurcate. One anchor appeared to have fractured into 2 pieces; the larger section (~2 turns in length) of the fractured anchor was positioned within the bifurcate/aorta, and the other shorter (~1 turn) section was seen ~7cm higher within the descending thoracic aorta. Images during implant and fracture of this anchor (including implant of any of the other endoanchors) were not seen in the returned films. Angiograms during unsuccessful attempts to retrieve the fractured anchor were observed, and the films did not reveal any obvious issues with the guide. Final angiogram confirmed that a total of 6 endoanchors had been implanted into the bifurcate. No obvious issues with the other 5 anchors were observed. From the images provided the cause of the endoanchor fracture could not be determined. Images during implant of the endoanchors were not returned. It appears most likely that this fracture was procedure related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.